Event description:
During an in-clinic follow-up, the device was found to be in backup vvi mode (bvvi). Technical support was contacted and a firmware download was attempted, however it could not be completed. Further intervention was planned, but not yet performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was in stable condition.